Manufacturer narrative:
Com:(B)(4) "excessive stent overhang as an uncommon cause of very late stent thrombosis: usefulness of optical coherence tomography." International journal of cardiology 203 (2016) 123¿125 www.elsevier .com/locate/ijcard.

Event description:
The physician successfully implanted three resolute integrity rx drug eluting stents to treat three lesions: 95% stenosis in the prox lad (3.0 x 28 mm), 80% stenosis in the prox obtuse marginal (2.75 x 18 mm) and 95% stenosis in the ostium and prox segment of the ramus intermedius (ri) (3.0 x 30 mm). The patient suffered an mi approx 43 months post index procedure. The patient discontinued dapt treatment one week prior to the mi. On investigation, no significant restenosis, or de novo stenosis was observed. An oct revealed the ri stent struts protruding in the lcx with adherent thrombotic material but without complete tissue coverage leading to significant reduction in the luminal area and red thrombus. The physician resolved the issue with pci by predilating the area and finishing with kissing balloon inflation. The post-pci oct showed less protrusion of the stent, an improvement in the luminal area and residual thrombus persistence. No further patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.